Event description:
It was reported that the patient had hip surgery, which resulted that this patient receiving inappropriately anti-tachycardia pacing (atp) and electric shocks in multiple episodes. Additionally, a signal artifact monitoring (sam) episode was also noted as a result of oversensing noise from the surgery. During one episode, the inappropriate atp induced the patient into a ventricular arrhythmia, which the device successfully detected and delivered a shock therapy. At this time, the product remains in service and no adverse patient effects were reported.